Event description:
A practice administrator reported a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. In a follow up, the surgeon reported the event continues.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaint reported in the lot number. Additional info was requested on 07/20/2009 and 08/11/2009 by phone. Medical records were received on 07/17/2009. This report was mailed to FDA on: 08/14/2009.